Event description:
Related manufacturing ref: 3005334138-2024-00446, 3005334138-2024-00447. During the procedure it was noted that the side port of three introducers came loose. Two of the three introducers were in the patient. A fourth was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8f fast-cath introducer sheath was received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. A corrective action was initiated to investigate the failure mode of the sideport detachments.